Event description:
It was reported that the balloon was found ruptured before use. There were no patient complications reported.

Manufacturer narrative:
The reported defect of "balloon was found ruptured "cannot be confirmed because the balloon was missing completely and not returned with the catheter. A slight indentation was observed on the tip. All through lumens were patent without any leakage or occlusion observed. The contamination shield and introducer were not returned. There was no visible damage observed on the returned monoject 1.5cc limited volume syringe. Attempts to clarify why the balloon was missing were unsuccessful. Without additional information, neither the root cause of the event, nor potential contributing factors, can be determined. No actions will be taken at this time.